Manufacturer narrative:
Device evaluation of battery been completed. The reported problem (will not power on monitor) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of battery charger was completed. The reported problem (charger resets) was due to q201 on the bedside board being internally shorted. The root cause of the shorted q201 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a battery charger was experiencing resets.